Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated severely calcified lesion in the mid rca. During inflation the balloon bust. The whole device was removed from patients body.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, four photos taken from the angiogram were reviewed. The returned instrument shows signs of an inflation attempt. The balloon is not well folded anymore. A small amount of dried contrast medium was observed in the balloon and inflation lumen. The stent is located on the balloon and cannot be shifted. The stent is severely deformed over its entire length. Functional testing was performed by successfully inflating the balloon up to 16 atm (rbp). Microscopic inspection of the balloon surface revealed no damage or irregularity. The provided photos show the target lesion before and after predilatation. An inflated stent system is visible in the target lesion. The target lesion is shown after its treatment but without a stent being implanted. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.